Event description:
It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2024. The infusion set was slightly peeled off leading to ketonic symptoms. Patient reported having high blood glucose level with nausea. No further information available.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.